Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery. Stent deformation of an unknown stent was identified. No patient complications were reported and the patient status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).